Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic in (B)(6) 2016, after experiencing dizziness while exercising. Upon device interrogation, the right ventricular lead exhibited high impedance in bipolar configuration. The lead was programmed to unipolar configuration. The patient presented in clinic in (B)(6) 2017, the patient reported still experiencing a few episodes of dizziness. Device interrogation revealed noise on the lead. The noise was reproducible in clinic resulting in pacing inhibition. Unipolar impedance had also increased. Insulation anomaly was noted on the lead. The lead was capped and replaced on (B)(6) 2017. No additional information was reported.